Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. We will continue to closely monitor the field performance of this product to identify emerging trends. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that during removal a tampon came apart and pieces remained inside. This occurred with two tampons. She is unsure if she was able to remove remaining pieces and has made an appointment to visit her doctor. There have been four attempts to contact the consumer ((B)(6) 2018) for more information, but we have not been successful. We will submit a follow-up report if we become aware of any new/additional updates to consumer health or medical information.